Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/07/2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: during investigation, moisture was observed under the display lens. The pump powered on to a blank display. The pump was opened to find moisture on the display flex connector, continuous glucose monitoring board, and the printed circuit board. The keypad buttons and the audio bolus button were unresponsive.